Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there were episodes of r-wave amp variation as well as unacceptable threshold values on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was stable.